Event description:
The company received a report where it was claimed that the unit did not provide a audible tone. The reported confirmed this was discovered during patient use however, there was no harm to the patient. The unit was immediately exchanged.

Manufacturer narrative:
The device was received for investigation and the failure was isolated to the main pcb. Information has been added to the database for trending purposes.